Event description:
The customer reported that an rh positive oncology # (B) (4). The patient had a history of being rh positive. The customer repeated the sample using alternate lot of gel cards and also in competitor's (immucor) anti-d reagent in tube method and obtained positive results (2+). No erroneous results were reported. A false negative result in anti-d may lead to misclassification of a patient's rh phenotype.

Manufacturer narrative:
Satisfactory results were obtained with retained cards from mts a/b/d monoclonal grouping card lot #061708053-07 with the returned sample and known weak d sample. Positive reactivity was obtained in all the anti-d microtubes and in tube method at ahg phase only, confirming the sample was a weak d. The IFU indicates that the mts monoclonal anti-d gel card may not detect very weak expressions of the d antigen. The sample is most likely a weak d example reacting negative in anti-d gel antisera and positive in tube at the customer site. No definitive root cause was determined as to why the sample reacted negative at the customer site. The gel cards performed as expected using retained cards. The customer's complaint was not confirmed at ocd. Batch record review was within release specifications. Incident is isolated. (B) (4).